Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 3.9 cm to 4.4 cm from the distal tip which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.